Manufacturer narrative:
Patient information is unknown. Additional product codes: gff, gfa, hsz. Lot number for the box reported as l181.050.1. Device is an instrument and is not implanted/explanted. It is unknown if the complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number for the part the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that on (B)(6) 2018, the surgeon had difficulty when drilling with the 3.2 drill bits from the locking compression plate (lcp) box of large fragments (titanium). It is unknown how many devices were affected. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that the doctor finished the procedure and there was no patient harm.